Event description:
It was reported that during the implant procedure of a right atrial leadless pacemaker (ralp), the physician attempted implantation at the atrial septum. During fixation, device stability was insufficient. At the physician¿s request, fixation was performed while maintaining deflection, subsequently fixation was completed and tether mode was initiated. Resistance was encountered when transitioning to long tether mode. Redocking was attempted but was unsuccessful. The physician then attempted to forcefully transition to long tether mode and release the device; however, the ralp could not be released. The delivery catheter and ralp were removed, and the procedure was completed without a replacement. There were no patient consequences.